Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 241 mg/dl. Multiple follow up attempts were made to obtain additional information, however, a response was not received.